Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 27-mar-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the physician opened the device packaging of the envoy da, 6f, 105cm, mpd (67125805d / 31262285) for inspection and the guide catheter was observed to be kinked / bent. The device was not used; it was replaced for the procedure. Later in the procedure, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8697613) was placed in the target position and the physician started to release the stent, but the distal markers were converged and could not be opened. The physician retracted only the stent and replaced it to complete the procedure using the same original microcatheter (unspecified brand). There was no report of any negative impact to the patient. Photos of the complaint devices were included in the file. They will be reviewed by the product analysis team. On 17-mar-2025, additional information was received. Per the information, the target vessel was the left middle cerebral artery. There were no vessel factors that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had been checked and confirmed to be within acceptable criteria. There had been no resistance during the advancement of the stent. When the stent was removed, it was still on the delivery wire. The stent / stent delivery system did not appear damaged when the system was removed. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). The microcatheter was a prowler select plus from lot 31469830. The replacement guide catheter was another envoy da, 6f, 105cm, mpd (67125805d). The information confirmed there was no negative impact to the patient and no clinically significant delay to the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos included in the complaint. The review is documented below. [Photo review]: the photo included in the complaint shows the stent body extending distally out of the introducer and expanding slightly. Most of the stent body is contained within the introducer. It is difficult to judge if the stent is not sufficiently expanded as it is not completely deployed. No damage to struts or stent deformation can be observed. No other relevant details can be observed. The reported complaint regarding an incomplete stent expansion cannot be confirmed based on the conditions observed in the picture. There is not enough information to determine any contributing factors to the issue experienced. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. This investigation was performed based only on the picture provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697613. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was noted. The stent component was still attached to the delivery wire and introducer. The stent was deployed, and no anomalies were encountered. The stent was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The reported issue documented in the complaint regarding the stent marker bands not being not fully opened was not confirmed since the stent was noted as already fully expanded on both ends and no damages were found during the inspection. It is possible that the marker bands may have converged together but opposed to the vessel wall during the procedure. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697613. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts a rise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.